Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in france: "overinfusion" customer information: "accuracy issue ( superior to 10% ) and perhaps battery issue".

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: 2. Results: 2.1 a visual inspection was performed. The cover caps and the production seal were intact. No visible damage is too located. 2.2 a functional test was performed. After starting the device, the device alarm "1022" displayed. Even after multiple restarts the device alarm displayed again and again. 2.3 the device history files were read out and analyzed. The history files from 2022-03-11 and 2022-03-30 was investigated. The device alarm "1022" could found many times in the history files ("1022" alarms about an error at the strain gauges inside the drive had). Furthermore, there are no anomalies in the history files. 2.4 ca delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal feed rate of 5 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of 0,26%. Accuracy of set delivery rate should be ± 2 % according to iec/en 60601-2-24. 2.5 after calibration the device passed the self-test. A bd plastica 50ml syringe was inserted, the pump identified the syringe, and it could be selected from the menu. It was possible to put the pump in operation. 2.6 during the investigation no faults could be detected. To investigate the inside, the device was dismantled completely. No damage or soiling could be found. A visual damage at the strain gauges could not be found. 3. Judgment: 3.1 the complaint could not be confirmed. A flowrate deviation could not be detected. Summing up all tests, the perfusor space operated within our specification. The device alarm "1022" could fixed by a calibration. Nevertheless, a change of the drive had board is recommended.